Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer meter read 102 mg/dl and rehab facility meter read 430 mg/dl taken within 10 minutes. Customer no longer has strips available to return. No adverse event alleged.